Event description:
It was reported that the pump battery could not be charged. There was no impact to the customer¿s blood glucose level. The customer continued using the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
Hold.